Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Legal received a phone call from the patient's son. The patient received a "titanium shoulder plate" and in 2004, he had a sudden onset of pain, x-rays revealed the plate was broken. No revision scheduled at this time.